Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain /pain") and genital haemorrhage ("hormonal changes-heavy bleeding") in a (B)(6)-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "left fallopian tube remains patent /one side was occluded but a leak on the other/left side leak/95% leak at 3 months check/ it didn't work". The patient's past medical history included gravida ii (one live births on ((B)(6) 2010)) and temporomandibular joint arthralgia. Patient has a history of smoking/tobacco use 1/2 ppd x 15 yrs and alcohol use only. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding "), menorrhagia ("abnormal bleeding menorrhagia"), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines/migraine s(3 to 4 times a week)") and back pain ("back pain/low back pain intermittently depending time of month)"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"), abdominal pain ("sharp intense abdominal pain with certain movements/pain¿ intense abdominal pain/severe and persistent low abdominal pain, right side felt like a sharp stab") and abdominal distension ("bloating"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), weight increased ("weight gain"), muscle spasms ("spasm") and musculoskeletal chest pain ("sore under ribs "). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, fatigue, genital haemorrhage, migraine, headache, back pain, abdominal pain, abdominal distension, muscle spasms and musculoskeletal chest pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, fatigue, genital haemorrhage, headache, menorrhagia, migraine, muscle spasms, musculoskeletal chest pain, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: left fallopian tube remains patent. On (B)(6) 2014, patient had hysterosalpingogram test performed, right fallopian tube shows no evidence of patency. Was told one side was occluded but a leak on the other. Pregnancy test: negative quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 1-feb-2018: plaintiff fact sheet and medical record received, new reporter, patient demographic information, patient relevant history, lab data, product indication permanent birth control by bilateral occlusion of the fallopian tubes, , essure start stop date updated ,new events abnormal vaginal bleeding , abnormal bleeding menorrhagia, hormonal changes-heavy bleeding, weight gain, back pain low back pain intermittently depending time of month), sharp intense abdominal pain with certain movements pain¿ intense abdominal pain, bloating, left fallopian tube remains patent one side was occluded but a leak on the other/left side leak95% leak at 3 months check, it didn¿t work, sore under ribs , were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain /pain/ right side, sharp stabbing pain"), device breakage ("the tip of the essure was grasped and gently pulled but it broke with the traction. Another loop of coil was grasped and pulled. This tube broke in multiple pieces with removal"), genital haemorrhage ("hormonal changes-heavy bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 33-year-old female patient who had essure (batch no. R1307703) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "left fallopian tube remains patent /one side was occluded but a leak on the other/left side leak/95% leak at 3 months check/ it did't work". The patient's medical history included gravida ii (one live births on (B)(6) 2010) and temporomandibular joint arthralgia. Patient has a history of smoking/tobacco use 1/2 ppd x 15 yrs and alcohol use only. . Pregnancy test: negative. Concurrent conditions included high grade squamous intraepithelial lesion, human papilloma virus infection, body mass index normal and cervical intraepithelial neoplasia iii. Concomitant products included metronidazole. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("abnormal bleeding menorrhagia"), migraine ("migraines/migraine s(3 to 4 times a week)"), headache ("headaches"), back pain ("back pain/low back pain intermittently depending time of month)") and abdominal pain ("intense abdominal pain") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"), abdominal pain lower ("sharp intense abdominal pain with certain movements/pain¿ intense abdominal pain/severe and persistent low abdominal pain, right side felt like a sharp stab") and abdominal distension ("bloating"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), muscle spasms ("spasm") and chest pain ("sore under ribs"). The patient was treated with surgery ((bilateral salpingectomy-laparoscopic bilateral salpingectomy) and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device breakage, genital haemorrhage, uterine haemorrhage, headache, abdominal pain lower, muscle spasms and chest pain outcome was unknown, the vaginal haemorrhage, menorrhagia, fatigue and abdominal pain had resolved and the migraine, weight increased, back pain and abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, chest pain, device breakage, fatigue, genital haemorrhage, headache, menorrhagia, migraine, muscle spasms, pelvic pain, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2014 and (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: left fallopian tube remains patent. Unilateral occlusion (right tube occluded).right fallopian tube shows no evidence of patency. Was told one side was occluded but a leak on the other.. Pathology test - on (B)(6) 2016: gross examination: the specimen is received in prefer labeled bilateral fallopian tubes". The specimen consists of multiple pieces of fallopian tube tissue measuring in aggregate 3.7 if 3.7 x 0.8 cm. The tissue is sectioned with representative sections submitted in one cassette.; on (B)(6) 2016: final diagnosis. Endocervix, curettage: scant fragments of benign endocervical and squamous epithelium. No dysplasia is identified. Cervix, 6:00, biopsy: high-grade squamous intraepithelial lesion (hsil, cin 3, severe squamous dysplasia). Cervix, 12:00, biopsy: high-grade squamous intraepithelial lesion (hsil, cin 3, severe squamous dysplasia).; on (B)(6) 2016: cervical cone biopsy: high grade dysplasia (cin iii involving 60% of cervical) transformation zone with extension to endocervical glands. No stromal invasion identified all margins are free. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abnormal uterine bleeding, pelvic pain, vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2019: plaintiff fact sheet and medical record received. Event added: intense abdominal pain, the tip of the essure was grasped and gently pulled but it broke with the traction. Another loop of coil was grasped and pulled. This tube broke in multiple pieces with removal. Event outcome was updated for the event: bloating, migraines, low back pain, abnormal vaginal bleeding, abnormal bleeding menorrhagia, fatigue, intense abdominal pain, weight gain. Concomitant drugs and conditions were added. Lab data was added. Reporter information was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain /pain/ right side, sharp stabbing pain"), device breakage ("the tip of the essure was grasped and gently pulled but it broke with the traction. Another loop of coil was grasped and pulled. This tube broke in multiple pieces with removal"), genital haemorrhage ("hormonal changes-heavy bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 33-year-old female patient who had essure (batch no. R1307703) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "left fallopian tube remains patent /one side was occluded but a leak on the other/left side leak/95% leak at 3 months check/ it didn't work". The patient's medical history included gravida ii (one live births on (B)(6)2010)) and temporomandibular joint arthralgia. Patient has a history of smoking/tobacco use 1/2 ppd x 15 yrs and alcohol use only. Pregnancy test: negative. Concurrent conditions included high grade squamous intraepithelial lesion, human papilloma virus infection, body mass index normal and cervical intraepithelial neoplasia iii. Concomitant products included metronidazole. On (B)(6)2014, the patient had essure inserted. In (B)(6)2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("abnormal bleeding menorrhagia"), migraine ("migraines/migraine s(3 to 4 times a week)"), headache ("headaches"), back pain ("back pain/low back pain intermittently depending time of month)") and abdominal pain ("intense abdominal pain") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"), abdominal pain lower ("sharp intense abdominal pain with certain movements/pain¿ intense abdominal pain/severe and persistent low abdominal pain, right side felt like a sharp stab") and abdominal distension ("bloating"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), muscle spasms ("spasm") and chest pain ("sore under ribs"). The patient was treated with surgery ((bilateral salpingectomy-laparoscopic bilateral salpingectomy) and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, device breakage, genital haemorrhage, uterine haemorrhage, headache, abdominal pain lower, muscle spasms and chest pain outcome was unknown, the vaginal haemorrhage, menorrhagia, fatigue and abdominal pain had resolved and the migraine, weight increased, back pain and abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, chest pain, device breakage, fatigue, genital haemorrhage, headache, menorrhagia, migraine, muscle spasms, pelvic pain, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6)2014 and (B)(6)2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Hysterosalpingogram - on (B)(6)2014: results: left fallopian tube remains patent. Unilateral occlusion (right tube occluded).right fallopian tube shows no evidence of patency. Was told one side was occluded but a leak on the other.. Pathology test - on (B)(6)2016: gross examination: the specimen is received in prefer labeled bilateral fallopian tubes". The specimen consists of multiple pieces of fallopian tube tissue measuring in aggregate 3.7 if 3.7 x 0.8 cm. The tissue is sectioned with representative sections submitted in one cassette.; on (B)(6)2016: final diagnosis endocervix, curettage: scant fragments of benign endocervical and squamous epithelium. No dysplasia is identified. Cervix, 6:00, biopsy: high-grade squamous intraepithelial lesion (hsil, cin 3, severe squamous dysplasia). Cervix, 12:00, biopsy: high-grade squamous intraepithelial lesion (hsil, cin 3, severe squamous dysplasia).; on (B)(6)2016: cervical cone biopsy: high grade dysplasia (cin iii involving 60% of cervical) transformation zone with extension to endocervical glands. No stromal invasion identified all margins are free.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abnormal uterine bleeding, pelvic pain, vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-apr-2019: quality-safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain /pain"), genital haemorrhage ("hormonal changes-heavy bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 33-year-old female patient who had essure (batch no. R1307703) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "left fallopian tube remains patent /one side was occluded but a leak on the other/left side leak/95% leak at 3 months check/ it didn't work". The patient's past medical history included gravida ii (one live births on ((B)(6) 2010)) and temporomandibular joint arthralgia. Patient has a history of smoking/tobacco use 1/2 ppd x 15 yrs and alcohol use only. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("abnormal bleeding menorrhagia"), migraine ("migraines/migraine s(3 to 4 times a week)") and back pain ("back pain/low back pain intermittently depending time of month)"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"), abdominal pain lower ("sharp intense abdominal pain with certain movements/pain¿ intense abdominal pain/severe and persistent low abdominal pain, right side felt like a sharp stab") and abdominal distension ("bloating"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), headache ("headaches"), weight increased ("weight gain"), muscle spasms ("spasm") and chest pain ("sore under ribs"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, menorrhagia, vaginal haemorrhage, fatigue, migraine, headache, weight increased, back pain, abdominal pain lower, abdominal distension, muscle spasms and chest pain outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, back pain, chest pain, fatigue, genital haemorrhage, headache, menorrhagia, migraine, muscle spasms, pelvic pain, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: left fallopian tube remains patent. On (B)(6) 2014, patient had hysterosalpingogram test performed, right fallopian tube shows no evidence of patency. Was told one side was occluded but a leak on the other. Pregnancy test: negative concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records abnormal uterine bleeding. Most recent follow-up information incorporated above includes: on 27-feb-2018: medical records received : the product lot number added and the event abnormal uterine bleeding is extracted from medical records. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain /pain"), genital haemorrhage ("hormonal changes-heavy bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 33-year-old female patient who had essure (batch no. R1307703) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "left fallopian tube remains patent /one side was occluded but a leak on the other/left side leak/95% leak at 3 months check/ it didn't work". The patient's past medical history included gravida ii (one live births on ( (B)(6) 2010)) and temporomandibular joint arthralgia. Patient has a history of smoking/tobacco use 1/2 ppd x 15 yrs and alcohol use only. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("abnormal bleeding menorrhagia"), migraine ("migraines/migraine s(3 to 4 times a week)") and back pain ("back pain/low back pain intermittently depending time of month)"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"), abdominal pain lower ("sharp intense abdominal pain with certain movements/pain¿ intense abdominal pain/severe and persistent low abdominal pain, right side felt like a sharp stab") and abdominal distension ("bloating"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), headache ("headaches"), weight increased ("weight gain"), muscle spasms ("spasm") and chest pain ("sore under ribs"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, vaginal haemorrhage, menorrhagia, fatigue, migraine, headache, weight increased, back pain, abdominal pain lower, abdominal distension, muscle spasms and chest pain outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, back pain, chest pain, fatigue, genital haemorrhage, headache, menorrhagia, migraine, muscle spasms, pelvic pain, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Hysterosalpingogram: on (B)(6) 2014: left fallopian tube remains patent. On (B)(6) 2014, patient had hysterosalpingogram test performed, right fallopian tube shows no evidence of patency. Was told one side was occluded but a leak on the other. Pregnancy test: negative concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records abnormal uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jun-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.